Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient had damage to the patient/proximal end of the driveline with wires completely exposed. Due to wires being so tenuous, the site only wanted to change the controller when really necessary. It was noted the patient was status 2 on the transplant list and was in house.